Manufacturer narrative:
Explant due to mitral valve insufficiency and cusp tear 9.5 years post-implant was reported. The device was returned to abbott for investigation. The investigation found calcification on all cusps with stenosis of cusp 1 and 2. Cusp 1 was noted to be torn. Fibrous pannus ingrowth on the inflow surface and cusp 3. The device serial number was not provided, and therefore the device history record could not be reviewed. The cause of the reported mitral valve insufficiency appears to be related to a number of factors, involving a combination of structural and mechanical factors. A tear in one cusp was associated with localized calcification and thinning at the base, while all three cusps showed extensive calcification that restricted mobility and distorted their architecture. The fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all cusps during coaptation, leading to cusp tears and reduced durability. The cusp tear is likely the result of long-term mechanical fatigue, exacerbated by the combined effects of calcification, tissue thinning, and stress concentration. However, the underlying causes of the calcification and pannus formation could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the valve was explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that 9.5 years ago an unknown tissue heart valve was implanted. The valve was now reported to have a leaflet tear leading to recurrent mitral regurgitation. The valve was explanted. The physician was satisfied with the performance of the valve as the patient was young.